Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Swelling of right knee [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6) with gonarthrosis (both knees). The pt's medical history was not provided. On (B)(6) 2012, pt initiated treatment with synvisc (hylan g-f 20) injection at 2ml (frequency and route not provided) in right knee, and on the same day arthrocentesis was performed and 24.4ml of fluid was aspirated from right knee. The lot number of synvisc was not provided. On an unspecified date in (B)(6) 2012, 2.4ml of fluid was aspirated from right knee, and the pt was administered the second injection of synvisc. On (B)(6) 2012, again 0.4ml of fluid was aspirated from right knee, and pt was administered the third injection of synvisc. On (B)(6) 2012, the pt developed swelling in right knee, arthrocentesis was performed and 37ml of fluid was aspirated from right knee. The outcome for the event of joint effusion and swelling was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The relationship between synvisc and the events was not provided by the reporting physician. On 07/17/2012: follow up info was received from the physician which upgraded the case to serious (steroid administration in response to the events). On (B)(6) 2012, arthrocentesis was performed and 4.4ml of fluid was aspirated from right knee (previously reported as 24.4ml). On (B)(6) 2012, the pt was administered the second injection of synvisc (intraarticularly). On (B)(6) 2012, pt developed knee joint swelling. On (B)(6) 2012, the pt developed joint swelling, 37ml of fluid was aspirated, and the pt was administered methylprednisolone acetate intraarticular injection. According to physician, there was no problem at each injecting process, and considered pt's hard activity after the injection in resulting events. On (B)(6) 2012, the events of joint swelling (onset date (B)(6) 2012) and pain resolved. Outcome of event joint swelling (onset date (B)(6) 2012) was not provided. Concomitant medications were not provided. Intensity for the events of joint swelling was severe and for pain was not provided. The reporting physician assessed the relationship between synvisc and joint swelling as definite, and did not provide a causal relationship between the event of pain and synvisc.